Event description:
It was reported bd discardit ii 2 ml with 25g x 1 had foreign material and open packaging. The following information was provided by the initial reporter: "black spot, foreign , particles, blister leakage."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd discardit ii 2 ml with 25g x 1 had foreign material and open packaging. The following information was provided by the initial reporter: "black spot, foreign , particles, blister leakage".

Manufacturer narrative:
Investigation: no samples (including photos) were returned for the reported issue of ¿black spot, foreign particles, blister leakage¿ with lot number 1203233 regarding item # 301866, so retention samples were used for the investigation. The investigation and simulation was carried out on ten retention samples where the investigating team has visually tested the samples for black spot, foreign particles, blister leakage and the reported issue was not found. As no samples or photographs are available the investigation team could not confirm the reported defect of black spot, foreign particles, blister leakage.